Event description:
It was reported that the top part of the patient's dash controller/personal diabetes manager (pdm) was overheating and the battery was draining quickly. The pdm was charged to 100% and, after half an hour, the pdm turned off. It was also noted the screen was "stuck". The patient stated they were using a green charging cord, which is not insulet-provided charging equipment. No harm to the patient was reported and no medical assistance was required.

Manufacturer narrative:
The reported thermal device malfunction is associated with a personal diabetes manager manufactured after the correction for action res# (B)(4) was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm the cause of the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.